Manufacturer narrative:
The reported event of undersensing was confirmed. Final analysis found that the undersensed events were lower in amplitude than the programmed max sensitivity. Further tests showed normal device function.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow-up. Review of the transmission revealed, the patient had received appropriate shocks for ventricular fibrillation, there was one episode where the implantable cardioverter defibrillator aborted defibrillation therapy due to under sensing of fine ventricular fibrillation (vf) after receiving anti-tachycardia pacing (atp) while charging. The patient did receive another shock for another vf episode that started about a minute later and was pacing synchronously after the final shock and was no longer in vf arrhythmia . No device intervention was performed. It was noted that the patient expired on (B)(6) 2020. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown.